Event description:
It was reported that the patient's blood glucose levels reached 360 mg/dl while wearing the pod. Patient stated the adhesive was not secure, causing the cannula to dislodge from the infusion site; upon removal, the cannula was also found bent. As treatment, patient intended on soon applying a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.